Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a possible broken sensor wire on (B)(6) 2014. Patient stated the wire was visible on the sensor pod, but seemed short. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).